Event description:
It was reported that during a stereotactic breast biopsy, the system monitor display was allegedly blacked out after completing almost a full around the clock sequence (sixth sample). It was further reported the probe aperture was closed and able to be removed without issue. Reportedly, there were enough samples to complete the biopsy. It was further reported that the system was able to restart and system error 0003 displayed. Another probe was used to place a breast tissue marker. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a lot history review was conducted and it was determined that a device history record (DHR) review was not required. Investigation summary: one encor driver was returned to the manufacturing site for service and repair. The returned driver successfully passed all functional testing; the driver was able to open and close the in-house probe aperture without issue, and no error codes displayed on the console. The driver cable was replaced as it was noted to be discolored during the visual inspection of the returned driver. Therefore, the investigation is unconfirmed for the reported failure to cycle issue and confirmed for break, as the driver cable received was discolored/worn. Per the service and repair evaluation, it was noted that the returned encor driver was able to successfully pass all functional testing and the reported failure to cycle could not be reproduced. Additionally, other finding noted during service and repair were that the driver cable was found to be discolored. Although the discolored driver cable was replaced, the definitive root cause for the reported failure to cycle issue could not be determined based upon the provided information. It is unknown whether procedural issues contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during a stereotactic breast biopsy, the driver was connected to the system and the monitor display allegedly blacked out after completing almost a full around the clock sequence (sixth sample). It was further reported the driver controlling the probe was unable to close the probe aperture. It was further reported that there were enough samples to complete the biopsy. Reportedly, the system error 0003 displayed with the probe and driver. It was further reported that another probe with the initial driver was used to place a breast tissue marker. There was no reported patient injury.